Event description:
The reporter (the patient's mother) contacted animas on (B)(6) 2012, alleging the patient was admitted to the hospital that day at approximately 2:30 am with the diagnosis of dka, dehydration, ketones, nausea, vomiting and abdominal cramps. The patient was reportedly taken off the insulin pump and started on treatment at the hospital of an insulin drip. The reporter stated that the prior day, the patient had been vomiting all day and was receiving insulin injections by syringe and boluses via the insulin pump. The reporter stated that the patient's blood glucose (bg) would come down a little and then go back up. The patient's bg was in the 300, 400 and 500 mg/dl range all day. The reporter stated that the insulin vials and the site/set were changed out two times and this confirmed in the pump's prime history. The reporter stated that the patient's bg did not go below 200 mg/dl. The reporter stated that the patient's site/set had been changed on (B)(6) 2012 at 6:23 am and again at 7:37 pm. The reporter denied any issues with the site or the infusion set; the reporter denied kinked tubing or cannula, blood or pink-looking cannula or tubing from the set that was replaced at 6:23 am. The reporter stated that she did not see the condition of the site/set that was removed from the patient at the time of admission to the hospital however. The patient's health care provider(hcp) has discontinued insulin pump therapy until the current pump can be replaced. The patient was placed on a backup plan using lantus and humalog until the pump is replaced. The reporter stated that the patient is still experiencing growth, but is unable to confirm the start of puberty. Review of the insulin pump by customer technical support (cts) revealed the pump was delivering insulin correctly and the issue was probably with the site. The reporter confirmed correct use of the advance features and the pump's setting were confirmed to be correct by the patient's hcp. The hcp requested that the patient's pump be replaced. This complaint is being reported because the patient experienced hypoglycemia and was hospitalized for dka, ketones and dehydration and treated for the same.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.